Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta)/stenting procedure of the common iliac artery, it was reported that the physician rotated the control handle of a 10x40 smart control stent to deploy the stent but the stent did not deploy as usual. The physician removed it from the patient without full stent deployment. After the procedure was completed the physician was able to initiate stent deployment outside of the patient. The lesion was mildly calcified and moderately tortuous with a stenosis of 90%. An ipsilateral retrograde approach was made and the lesion was pre-dilated. The product was stored, inspected, prepped, and handled according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent and the sds did not have to pass through a previously placed stent. There was no difficulty encountered flushing the stopcock or the sds. The smart control locking pin was in place during advancement towards the lesion and removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient as instructed in the IFU. There was no unusual force applied during deployment of the stent but the stent was not deployed as usual although the physician rotated the control handle to deploy the stent. There was no patient injury reported. Preliminary evaluation of the returned product revealed that the stent was protruding 1.5 cm. One non-sterile smart control, iliac 10x40 was received coiled inside a plastic bag. Unit was partially deployed (1cm). One kink was observed at 4.5cm from ID band. Locking pin was not received. No other discrepancies were found. The usable length and outer sheath length were measured and found within specification the functional test (stent deployment) was performed without any problem. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however, it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue (kink). The failure reported "sds - deployment difficulty-partial deployment" was confirmed. The exact cause of the reported failure could not be conclusively determined; however it does not appear to be manufacturing related since during dimensional and functional test, no anomalies were found and the stent could be deployed. Neither the DHR review nor the product analysis suggests that the failure is manufacturing related. Therefore, no actions will be taken. The failure reported deployment difficulty-partial deployment was confirmed. Although procedural factors and/or vessel characteristics may have had an impact the exact cause of the reported failure could not be conclusively determined.

Manufacturer narrative:
Event description continued: there was no difficulty or resistance noted while crossing the lesion with the stent and the sds did not have to pass through a previously placed stent. There was no difficulty encountered flushing the stopcock or the sds. The smart control locking pin was in place during advancement towards the lesion and removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient as instructed in the IFU. There was no unusual force applied during deployment of the stent but the stent was not deployed as usual although the physician rotated the control handle to deploy the stent. The gender of the patient is unknown. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Review of lot 16038478 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
During a percutaneous transluminal angioplasty (pta)/stenting procedure of the common iliac artery, it was reported that the physician rotated the control handle of a 10x40 smart control stent to deploy the stent but the stent was not deployed as usual. As the physician felt odd, he stopped using it and removed it from the patient without stent deployment. Preliminary evaluation of the returned product revealed that the stent protruding at 1.5 cm. According to the affiliate, the physician attempted to deploy the stent with dial in the lesion so it occurred in the patient. Another 10x30mm smart control was used instead to successfully complete the procedure. After the procedure, the physician attempted to deploy the stent outside of the patient. He rotated the dial more than usual, and finally the stent began to be deployed. There was no patient injury reported. The product was clinically used and will be returned for analysis. The patient's information is unknown. The lesion was mildly calcified and moderately tortuous. The rate of stenosis was 90%. An ipsilateral retrograde approach was made. After pre-dilatation, the smart control was delivered to the lesion. Then the physician rotated the control handle to deploy the stent, but the stent wasn't deployed as usual. The product was stored, inspected, prepped, and handled according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. Target lesion characteristics (i.e. Diameter, length) are unknown. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. The lesion was pre-dilated prior to stent implantation with an aviator plus 7x20mm. The percent stenosis after pre-dilation is unknown.